Event description:
Pt underwent pt ductus arteriosus stenting. The guide wire got trapped within the stent and was noted to be frayed. Attempts to remove wire non-surgically failed. Wire removed via surgery.